Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Concomitant product(s): d314drm ICD ,implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead interrogated sensing integrity counter (sic) in the diagnostics. The patient underwent magnetic resonance imaging (MRI) and the rv lead detected sic at the time of the MRI. The rv lead remains in use. No patient complications have been reported as a result of this event.